Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient's contact stated that the liberty select cycler had a invalid sensor readings warning when the patient was performing peritoneal dialysis treatments during dwell 3 of 6. Patient cancelled treatment and when removing the tubing set used there was fluid coming from inside the pump module last night. Patient contact was advised to discontinue use of the cycler due to fluid leaking. Patient was advised to contact the peritoneal dialysis nurse. Follow up with the peritoneal dialysis nurse indicates that there was no complications as a result of the alleged event. No medical intervention was provided. The liberty select was replaced.